Manufacturer narrative:
The carcinoembryonic antigen (cea) results that were reported in this medwatch were also reported in the medwatch with (B)(6). The two medwatch reports are duplicates of each other. All further information received relating to this event will be reported in the medwatch with (B)(6).

Event description:
The customer alleged they received a questionable carcinoembryonic antigen (cea) result on their e-module for one patient. The patient's initial cea result from a secondary tube was reported as 0.985 ng/ml. There was an objection to the result and the sample was repeated with a result of 263.4 ng/ml. Since the customer thought this might have been the wrong sample, the primary tube was tested for confirmation and the result was 244.9 ng/ml. An additional result of 7.17 ng/ml from (B)(6) 2012, was supplied by the customer. It is unclear if the result came from this patient. Clarification has been requested. There were no reports of any adverse events. The cea reagent lot number was 167390 and the expiration date was 07/30/2013. The field service representative tested the primary and secondary tubes, and the results confirmed the high repeat results. He performed a precision check with acceptable results. He reviewed patient and quality control data and the results did not indicate an obvious reagent issue.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occured in (B)(6).